Event description:
A female pt reported, the extension form her optineb nebulizer battery pack fused into the back of one of the optineb nebulizers and she could not longer use them. The physical condition of the returned battery pack serial number (B)(4) was visually inspected and exhibited melted plastic on the plug connector and some deformation on the plug. Conclusion not yet available and investigation is in progress. Device manufacturer date: 11/01/2009. Initial reporter: consumer. (B)(6).